Event description:
Blood glucose read > 200 mg/dl at 7:30 and took medication and ate. It was reported customer went to the dr and did not recall if glucose was tested however a new medication was increased for high readings. Reporter stated testing on a non diabetic relative using two different test strip lots and one measured a 91 mg/dl while the other strip tested glucose at 180 & 227 mg/dl. No treatment was reportedly received. A request was made for the returned of the suspect device and replacement product was sent.